Manufacturer narrative:
Zoll medical japan (azm) evaluated the device and the device performed to specification. The reported power-up issue could not be duplicated during evaluation. The device powered on normally using test batteries and reset button. The device was recertified and returned to the customer. It's important to note that the customer confirmed no batteries were installed during the event. This explains the red x and failure to power on. This report has been closed as device meets specifications. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device power button was pressed, but the device didn't power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.